Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event through service, run-on, was confirmed. Evaluation found that the trigger was getting stuck while cutting, which caused a run-on condition, due to a trigger spring failure. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.